Manufacturer narrative:
Continuation of d10: 6935m62 lead implanted on (B)(6) 2016; 638rl34 annuloplasty ring implanted on (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented for a generator change. The implant site appeared puffy and soft. Upon opening the pocket, the physician observed pus. The cardiac resynchronization therapy defibrillator (crt-d) was removed and the patient's three leads were capped due to the possible infection. No further patient complications have been reported as a result of this event.